Manufacturer narrative:
Additional clarifying information was received indicating that the instrument functioned correctly and no false results were produced. The previous MFR report # 1119779-2025-00312 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.